Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were not confirmed. Based on the results of the investigation, no nonconformities were found related to this complaint. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Since the equipment in question was manufactured more than 15 years ago, the device history review could not be verified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had an abnormal image and poor connector contact. No patient or user harm was reported by the customer.